Event description:
It was reported that at a device check, the ventricular lead was found to have undefined impedance. The lead was reprogrammed to unipolar. However, the impedance value did not change. The threshold was high and there was no pacing. An x-ray taken could not confirm a fracture. The lead was rechecked the next day and there was undefined impedance in both unipolar and bipolar. Noise was also present and oversensing. The lead was again thought to have a possible fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 5076-45 lead, implanted: (B)(6) 2010. (B)(4).